Event description:
It was reported that the left front wheel on a manual wheelchair broke. The user fell over the side of the chair when wheelchair arm caught the user's rib and he fell on the concrete. The user sustained bruises. No additional information is available.